Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head did not display an image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise, cable failure, electrical contact corrosion a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for no image the cause could not be determined, and image noise occurred due to cable failure, also for electrical contact corrosion the most probable cause traced due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.